Event description:
Caller states she saw a spark in the battery compartment of the coaguchek pst. States no black marks or melting in the battery compartment and not hot to touch. No adverse event reported. Requested return of suspect device and replacement sent.